Manufacturer narrative:
No product malfunction was reported. No information on patients pre-existing condition was provided. Potential adverse events and complications "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: (B)(6).

Event description:
On (B)(6) 2017 a patient underwent posterior cervical decompression and fusion surgery at the c2-c7 levels. When closing the incision, the patient developed possible pulmonary embolism. Cardiac compression was performed and the patient was transferred to the angiography room. The cardiopulmonary function of the patient has reportedly recovered.